Event description:
It was reported to philips that the device update of the software failed. The device was not in use on a patient.

Event description:
It was reported to philips that the software update failed. There was no patient involvement. One processor pca was returned to the failure analysis lab for evaluation. The reported problem could not be verified as the unit would not boot up beyond splash screen, and the screen was blank/dark. The failure was localized to corrupted flash memory u39/u40. Based on the symptoms observed in the fa lab, failure mode was determined to be defective flash memory u39 and u40. The processor boots up directly from these flash memories where the program code is stored. If the code is corrupted or the flash memory has permanently bad sectors, it wouldn¿t boot up normally.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.